Event description:
It was reported that during use with bd maxzero¿ extension set, 3 bonded maxzero¿ needle-free connectors device disconnects and leakage occurs. The following information was provided by the initial reporter: product isn't staying on where the connection is. It's leaking and causing a problem so that they have to remove from the patient.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of connection issues/ leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a registered lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd maxzero¿ extension set, 3 bonded maxzero¿ needle-free connectors device disconnects and leakage occurs. The following information was provided by the initial reporter: product isn't staying on where the connection is. It's leaking and causing a problem so that they have to remove from the patient.